Event description:
The customer was hospitalized due to diabetes ketoacidosis. The blood glucose level was 410 at the time of the event. Prior to the incident, the patient experienced high blood glucose. In troubleshooting, the insulin pump passed a drive support cap test, a quick release test, a manual prime test and a settings test. The current blood glucose reading is 224 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.